Event description:
Additional information indicates that this patient underwent a revision procedure to the reported product issue. This product was explanted and replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was implanted back in january and declared elective replacement time (ert) approximately 6 months later. The patient reported falling and it is unknown if the fall damaged the device or was affected by the fall. It was also reported that the right atrial impedances were unable to be tested although the daily measurements were in the 400's. Boston scientific technical services (ts) recommending replacing this product. No adverse patient effects have been reported.

Event description:
Additional information indicates that the impedances were able to be tested later on and normal stable impedances were found. The patient is to be brought into the clinic to discuss the situation with the physician and schedule a replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.